Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
One day after a medical procedure on (B)(6) 2017 the patient heard something cracked and then immediately felt pain. The x-rays showed that the bone was split alongside. A revision takes place on (B)(6) 2017.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded: "an adverse mix of patient-related (abnormal hip anatomy) and procedure-related factors. (Not recognizing the problem and applying appropriate solutions) have caused a periprosthetic. Fracture requiring revision surgery." -device history review: not performed as the device lot details were not provided. -complaint history review: not performed as the device lot details were not provided. Conclusions: a review of the provided medical records by a clinical consultant concluded. An adverse mix of patient-related (abnormal hip anatomy) and procedure-related factors (not recognizing the problem and applying appropriate solutions) have caused a periprosthetic fracture requiring revision surgery. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
One day after a medical procedure on (B)(6) 2017 the patient heard something cracked and then immediately felt pain. The x-rays showed that the bone was split alongside. A revision takes place on (B)(6) 2017.